Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; full lead was returned for analysis. Of note there is only one set of setscrew marks on the connector pin and it is too proximal indicating that the lead was not fully inserted into the device.